Event description:
Target was informed that during the procedure a tracker-18 catheter was being advanced through a guiding catheter with a rhv and metal stop cock attached. When the physician pulled back on the catheter it was detached. The physician withdraw the tracker and guiding catheter with the detached section in it.